Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: it is difficult to obtain additional information by talking to the surgeon about this event again because the surgeon believes that the metallic foreign body is not related to the product. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number?=>seb5941. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? Intracranial. 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Yes. 10. What were current symptoms following the index surgical procedure? Onset date? 11. Were cultures performed? If yes, results? 12. What is the alleged deficiency against the ethicon product? : the surgeon believes that the metallic foreign body is not related to the ethicon product. 13. Is the metal fragment available or is there a pathology report of the metal fragment available to be provided? We only have information that the metal fragment was 1.5 mm. No photos or actual items will be returned. 14. What is physician¿s opinion as to the etiology of or contributing factors to this event the surgeon believes that the metallic foreign body is not related to the ethicon product. 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? No. 16. What is the patient¿s current status? Patient is recovering and discharged. 17. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient visited the hospital for a cerebellar hemorrhage procedure on (B)(6) 2022, where absorbable hemostat was used, and ventricular drainage was performed for the patient. The product was used on intracranial. On (B)(6) 2022 an MRI was performed and confirmed that 1.5mm of foreign matter at the product application site. The foreign matter was identified as metal (heavy metal, magnetic) by mir artifacts. On (B)(6) 2022 a reoperation was performed for the extraction of the foreign matter was performed. The re-operation took 48 minutes. The surgeon¿s comment was since it was a metal fragment, they checked whether the part of perforator burr hole cap used in the surgery was missing. Surgical materials and needle-sutures were also checked, but there were no defects. It is unknown whether the product is the cause, but it is not impossible. The patient recovered and was discharged from the hospital. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the current product code, 1961 is for surgicel fibrillar, but the event description makes no mention of surgicel. Was there any quality issue related to the surgicel absorbable hemostat? The complaint product was surgicel. Surgicel was used in the first surgery on (B)(6) 2022. The event description describes a metal fragment observed on the MRI, that was eventually removed. Was the metal fragment from an ethicon suture? It could not be determined. Is the current product code for surgicel fibrillar correct? Yes. It was reported that the metal was found on the site that the surgicel had been used. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)? 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? 10. What were current symptoms following the index surgical procedure? Onset date? 11. Were cultures performed? If yes, results? 12. What is the alleged deficiency against the ethicon product? 13. Is the metal fragment available or is there a pathology report of the metal fragment available to be provided? 14. What is physician¿s opinion as to the etiology of or contributing factors to this event? 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative course? 16. What is the patient¿s current status? 17. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h4. Device manufacture date. Additional information was requested, and the following was obtained: it was explained to the hospital that there was no similar case with the same lot and that the possibility of contamination with metal fragments in the manufacturing process was extremely low, and the sales rep considered that there was no causal relationship between the event and the product. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: h6. Type of investigation